Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with one (B)(4) cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open.

Event description:
It was reported that during a lap sigmoidectomy, the knife did not return to the home position even though the firing trigger was fully grasped at the 4th stroke of the 1st firing and the jaws could not open. The cartridge was ecr60b. Reinforcement material was not used. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional followup: how was the device removed from the tissue? ----- the jaws could not be opened but the tissue was manually released. Is there any other additional information you would like to share about this device or procedure? ------the deployed staples were b-formed shape.